Event description:
Per the audiologist, the patient experienced significant facial nerve stimulation and was not able to benefit from the device. Reprogramming the patient's sound processor did not resolve the problem. Results of integrity tests done on jan 24, 2007 and apr 20 2007 were consistent with normal receiver/stimulator function. The patient's device was explanted in 2007. An MRI done at the time of surgery showed the absence of an auditory nerve. The patient was not reimplanted.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.